Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: a review of the DHR revealed no deviation. The review of the manufacturing documents revealed no deviation during the packaging process. The hair was found at the rim of the blister pouch on the glue area. The tyvek lid had been peeled off already by the user. The tyvek lid shows a corresponding imprint that was caused by the captured hair. Thus it could be concluded that the hair got captured during the sealing process at the supplier.

Event description:
It was reported that while scrub nurse was opening the package, a long red hair was stuck to the glue inside and also stuck out of the inner blister.

Event description:
It was reported that while scrub nurse was opening the package, a long red hair was stuck to the glue inside and also stuck out of the inner blister.